Event description:
In 2006 nellcor puritan bennett received a report of pt demise during home use of a npb290 pulse oximeter. The customer has examined the device and advised that it is performing to specification. No other info was provided by the customer to suggest the device was responsible for the pt's outcome.